Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. It is visible in the attached screenshot that "presso2supply" is rising to the same level as the supply pressure. Informed customer that the inspiration block needs to be exchanged.

Event description:
The customer reported alarm 271 - oxygen supply failed and 388 - no oxygen dosing possible on this device. There was a patient involved in this event. The customer reported that there was no problem detected during use on a patient.